Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the difficulty reported with inflation/deflation was unable to be tested, as the device had a hole in the inner member that leaked, preventing the balloon from fully expanding. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. An expanded review was conducted and determined the material damage on the inner member may be related to the manufacturing process which caused the material to rupture and subsequently leak at the guide wire exit notch. There is no evidence to indicate that a wider population of product has potentially been impacted. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use, the 2.25x28mm xience xpedition stent delivery system (sds) was not prepped outside the patient anatomy. The sds was then advanced to the narrow left anterior descending coronary artery target lesion. The balloon would not inflate until pressure reached 13 to 14 atmospheres, but the stent was successfully implanted. After implantation, the balloon would not deflate. Several attempts were made to deflate the balloon. After changing the indeflator 3 times, the balloon finally deflated. The sds was withdrawn and the procedure was successfully completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.